Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced pocket stimulation. The right atrial (ra) lead exhibited a lead impedance warning. The right atrial (ra) lead was reprogrammed.

Manufacturer narrative:
Concomitant medical product: 407652 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "I'm in the 1 percent that had bad leads. So they had to jack my pacemaker up to 80 minimum". The right atrial (ra) lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.